Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. Smartablate generator. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where coagulum was found on the catheter tip. At the end of the case, when the catheter was withdrawn from the patient¿s body, a substance initially thought to be char was found on the distal tip of the catheter. However, clarification received indicated that the substance may have been coagulum. The case was completed without any patient consequences, neurological or otherwise. The catheter temperature and flow values were within normal range. Temperature cutoff value was the default setting for the smarttouch sf catheter, but actual temperature/impedance values are unknown. The generator was being used in power control mode with power values of 25 or 30w, depending on the location being ablated. Heparinized saline was used for catheter irrigation. Coagulum exhibits poor adherence to catheters, making it a potential source of embolism. As a result, this event is MDR reportable.